Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was presented in the emergency room with a device in backup vvi. It was noted that the reset occurred when the patient was struck by lightning and had fallen on the face and chest. An attempt to restore the device was unsuccessful. Device was successfully explanted and replaced. Patient condition was good.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was noted. The bvvi was due to the anomalous component on the hybrid.